Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid foreign matter came out of needle tip with a bd syringe 0.3ml 30ga 8mm. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: water drop came out from the needle tip.

Manufacturer narrative:
Investigation: customer returned (5) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 0248506. Customer states that a water drop came out from the needle tip. All returned syringes were tested and 2 out of 5 samples exhibited a small clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0248506 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that liquid foreign matter came out of needle tip with a bd syringe 0.3ml 30ga 8mm. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: water drop came out from the needle tip.